Manufacturer narrative:
The event of an ipg replacement to take advantage of new technology was reported to abbott. It was also reported the device had not been used for 2 years. The results of the investigation are inconclusive since the device was not returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's ipg was inoperable after not using their device in two years. The patient had their ipg replaced on (B)(6) 2019, and effective stimulation was established post op.